Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a consumer on 2019-aug-21 ever since (B)(6) 2019 when the device was rebooted, the patient had problems with pain in their hip exactly where the implant was. This was shooting pain down their leg from the implant. They turned the implant off and stated that something was wrong with the implant. The patient wanted it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was increasing on its own since a couple of weeks prior to the report. Physician listings were sent to the patient to follow up and have the ins checked. No further complications were reported.